Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged latch assembly. Also the brakes could not remain fully engaged due to a missing brake snap ring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.